Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula and drank big cup of cola due to which she experienced high blood glucose level. Therefore, she tried to treat herself with a bolus via the pump and multiple daily injection (20 units), but on (B)(6) 2022, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level after staying for 4 hours in the emergency room. Her highest blood glucose level was 956 mg/dl. Moreover, the infusion had been used for one day and the site location was patient's abdomen. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.